Event description:
The patient was undergoing a coil embolization procedure in the tibial artery using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, while pushing a pod pc through the lantern, the physician experienced resistance. The pod pc kinked and unintentionally detached partially in the lantern and partially in the vessel. The physician attempted to snare the pod pc but was not successful and decided to leave the pod pc in the arteriovenous malformation (avm) of the calf with the tail of pod pc in the popliteal vein. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the tibial artery using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, while pushing a pod pc through the lantern, the physician experienced resistance. The pod pc kinked and unintentionally detached partially in the lantern and partially in the vessel. The physician attempted to snare the pod pc but was not successful and decided to leave the pod pc in the vessel. The procedure ended at this point. There was no report of an adverse effect to the patient.